Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse called earlier and was instructed to change the temperature probe because they were getting erratic patient temperature alarms in an arctic sun device. Now the water temperature dropped from 38c to 9.5c within 10-15 minutes. Nurse wanted to make sure this was okay. Confirmed targeted temperature (tt) was 33.5c and patient temperature (pt) was 34.6c. Confirmed the device would try to cool as quickly as possible. Because the patient was above the target, it likely dropped the water temperature to help the patient reach the target. Once the patient reaches target or gets close to target, the water temperature might start to slowly increase to help prevent overshoot. Explained the water temperature might have been warmer initially due to the erratic patient temps. If the device was not reading an accurate patient temperature, then it likely was not controlling the water temperature where it needed to be. Encouraged nurse to call back with any issues.

Event description:
It was reported that the nurse called earlier and was instructed to change the temperature probe because they were getting erratic patient temperature alarms in an arctic sun device. Now the water temperature dropped from 38c to 9.5c within 10-15 minutes. Nurse wanted to make sure this was okay. Confirmed targeted temperature (tt) was 33.5c and patient temperature (pt) was 34.6c. Confirmed the device would try to cool as quickly as possible. Because the patient was above the target, it likely dropped the water temperature to help the patient reach the target. Once the patient reaches target or gets close to target, the water temperature might start to slowly increase to help prevent overshoot. Explained the water temperature might have been warmer initially due to the erratic patient temps. If the device was not reading an accurate patient temperature, then it likely was not controlling the water temperature where it needed to be. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.